Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and implantable right ventricular (rv) defibrillation lead were explanted and replaced due to non-conversion of ventricular tachycardia (vt). It was noted that the vt had spontaneous conversion. A single coil lead and a subcutaneous coil were implanted. No additional adverse patient effects were reported.